Event description:
It was reported that the customer's insulin pump was malfunctioning. It was alarming motor error. Nothing further was reported.

Manufacturer narrative:
A motor error alarm was noted during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed due to the motor error alarm. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.